Manufacturer narrative:
H11, h3, h6: the reported device was received for evaluation. A visual evaluation showed one device was returned in original packaging with the batch number of the complaint on the label. The green flip suture was not returned. The blue/white adjustable suture was returned on the ultrabutton and tightened down. There is no visible defect other than bio debris. A functional evaluation could not be performed due to the adjustable loop is tightened down as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (1) excessive force 2)excessive tensioning). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a posterior cruciate ligament repair surgery, during the process of stretching the tendon, the coil of two (2) ultrabutton tightened and prevented the completion of the subsequent operation. The procedure was resumed, after a delay greater than 30 minutes, using an equivalent sn back-up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.